Manufacturer narrative:
E1. Initial reporter addr: (B)(6). E1. Initial reporter facility name: (B)(6). Investigation summary: "material #: 368835. Lot/batch #: 3275557. Bd received 1 used sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for hub-holder separation with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional draw testing and upon completion the indicated failure mode for hub-holder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub-holder separation. Bd has initiated further root cause investigation relating to the issue of hub-holder separation through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the holder detached from the rest of the device when trying to insert a blood collection tube. No impact was reported.